Event description:
Philips received a complaint on the defibrillator indicating that the device had an unspecified problem. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be determined. The reported problem was not confirmed.

Manufacturer narrative:
The rse evaluated the device remotely. However, there is no further information available as the customer has declined the quote for any additional service. The device remains at the customer site and no further evaluation is warranted at this time. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be determined. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had an unspecified problem. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.